Event description:
Reportedly, the surgeon had fired the instrument on gastric tissue and noted that the staple line was not holding. Upon further examination, it was determined that all the staples had fired into the tissue and the knife blade cut the tissue properly. However, the staples had not formed properly. Therefore, the surgeon removed the existing staple lines and reformed the gastric pouch and anastomosis by using another sulu to complete the case.